Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ("I had it every other week") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required) and menstruation delayed ("skipped months"). The patient was treated with surgery (underwent laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the polymenorrhoea and menstruation delayed outcome was unknown. The reporter considered menstruation delayed and polymenorrhoea to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : menstruation delayed, polymenorrhoea" incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ("I had it every other week") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required) and menstruation delayed ("skipped months"). The patient was treated with surgery (underwent laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the polymenorrhoea and menstruation delayed outcome was unknown. The reporter considered menstruation delayed and polymenorrhoea to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: menstruation delayed, polymenorrhoea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.